Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured between february 12-13, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed that there was fluid inside the device bottle which suggested that a possible bladder rupture may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.